Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was loose. The customer's blood glucose level was unknown. The customer reported that the drive support cap was damaged and sticking out. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Found device with loose/protruded drive support disk. Device received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.